Event description:
Reporter stated that a student obtained back-to-back blood glucose results of 114 mg/dl & 26 mg/dl, while using the suspect device. No action was taken based on these results. No injury was reported & no treatment was received. Valid quality control testing had not been performed on the system (reporter's control solutions did not match the strip type). Technical support requested the return of the suspect product & replacement product was shipped.